Event description:
It was reported that the patient had been hospitalized due to skin infection that had occurred at the infusion site (arm). Symptoms reported include infected on left arm, chest pain and heart palpitations. At the hospital the patient was placed on intravenous therapy of fluids, insulin as well as morphine and continuous heart monitoring. The patient was prescribed oxycodone (325 mg), every 6 hours as needed and isosorbate (60mg) 1 time a day. The patient was released a couple of days later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided.